Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to the high blood glucose and diabetic ketoacidosis. The customer's blood glucose value was 600 mg/dl. The customer was still being treated in the hospital. The customer declined to troubleshooting for high blood glucose. It was also reported that the customer had a heart attack. The customer called to know the procedure how to shut down the insulin pump. The insulin pump will not be returned for the analysis.